Event description:
The pt was found unresponsive by daughter. The paramedics were called and once they arrived, they tested on the pts suspect device and his blood glucose was in the 200 mg/dl range. The paramedics then tested on their own device, the value is not known, but the customer was taken to the hosp where his blood glucose was in the 30 mg/dl range. The pt was given an intravenous and food and later released. The customer does not recall what lot number of blood glucose strips he was using.